Event description:
During insertion of IV catheter, needle split through the middle of the plastic catheter. Catheter was removed intact. However, there was concern that harm could've been done to the patient. IV used. FDA safety report ID # (B)(4).